Event description:
A non-health care professional reported that during the intraocular lens (iol) implantation surgery, the haptic was broken. Additional information was received stating that the procedure was completed on the same day and there was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).